Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The software was updated. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. A root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported getting occlusion during a cataract with intraocular lens implant procedure. The case was able to be completed with the same system and handpiece without delay. There was no harm to the patient.